Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The inflation issue was confirmed. Additionally fluid was observed coming out of the noted tear in the shaft. It may be possible that the shaft of the armada 14 was inadvertently pulled during removal of the unit from the coil dispenser or other mishandling thus causing it to kink and tear. However, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an unspecified artery. A 3.0 x 120mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced; however, the balloon failed to inflate during first inflation. Another unspecified balloon catheter was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the shaft was torn and balloon did not inflate and fluid was observed coming out of the noted tear in the shaft.